Manufacturer narrative:
The reported events were contamination of device ingredient or reagent and failure to advance stylet. As received, a complete lead was returned in one piece for analysis. The reported event of failure to advance stylet was confirmed. Visual and x-ray examinations of the lead found no anomalies. The stylet insertion and removal test was performed, and it was found that the stylet could not be fully inserted into the lead. Further analysis found the inner coil was clogged with blood at the proximal region. The cause of the reported event of failure to advance the stylet was due to the inner coil being clogged with blood.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, when the guidewire was pulled out of the lead, the lead was contaminated with blood and failed to advance through the wall of the cavity. The lead was not used and replaced during the procedure. The patient was stable.